Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient attempted to make changes and failed when trying to resolve the ins taking too long to charge and never full charging. The patient was not aware of any circumstances that could have led to the issues. The patient noted that the issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was taking too long to charge. The patient stated that it is taking "hours" to charge their ins and the ins "never gets fully charged." The patient inquired the patient to begin a charge session and the patient stated that the recharger battery is a little over half full. The patient stated that they had charged the device the previous day. The patient was asked to position the antenna over the device and achieved 6-8 coupling bars. The patient began the charging session and the battery was flashing in the last 1/4 and showing "6/8ths" dark. The patient stated that it didn't use to take this long to charge. The caller was redirected to follow-up with their healthcare provider (hcp) to get the device checked as the patient is still concerned about the ins taking too long to charge. The patient was informed that the healthcare provider (hcp) office can contact a manufacturer's representative (rep) to be at the appointment. It was reviewed that the recharger was functioning as intended and that the last 1/4 takes the longest to charge. The issue probably began about 2 months prior. No further complications were reported or anticipated. No symptoms were reported.